Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced. The physician suspected malfunction of the device due to interference by a clinician during a previous revision for lead migration.

Manufacturer narrative:
The returned ipg was analyzed and the complaint was not confirmed. The ipg passed all required tests and no anomalies were found.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced. The physician suspected malfunction of the device due to interference by a clinician during a previous revision for lead migration.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced. The physician suspected malfunction of the device due to interference by a clinician during a previous revision for lead migration.